Event description:
The loaner tps sagittal saw overheated during a routine maintenance service at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the overheating described; the device was repaired and put back in circulation.